Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. B3: date of event unknown / not provided.

Event description:
It was reported that the implant at tooth site #unk was removed due to infection & bone loss. Implant placed (B)(6) 2026. Patient returned for f/u and sutures removed and site healing well. He returned 3 1/2 weeks later with gingival parulis. Flap reflected and acute bone loss noted. Implant removed and osteotomy debrided. Procedure was not completed using another implant letting area heal. Symptoms as a result of the event: abscess, edema & inflammation.